Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro short port blunt tip trocar (btt) valve malfunctioned. The hospital staff used an instrument to push it back in. There were no pt effects reported. The product is returning.